Event description:
The treatment started in (B)(6) 2011. The pt lost his appetite and energy, reported having a sore throat, mouth sores, abdominal pain and bowel problems. The pt indicated visiting a general physician and was prescribed laxatives and buscopan (intestinal spasms), but these medications did not appear to alleviate the reported symptoms. In (B)(6) 2011, the pt reported having pain attacks. The pt visited the emergency room (ER) (date unk) for more test but all were negative. The pt was prescribed with tecta (strong antacid) to alleviate the reported symptoms. The treatment was discontinued and the symptoms disappeared. The treating doctor did not consider this event was related to aligners.

Manufacturer narrative:
The aligners are not being evaluated (method) as the product performed in accordance to specifications (results, conclusion) and the device was used in accordance with labeled indications (results). This event is being filed as an MDR, because the pt required multiple medical visits and multiple medical tests were conducted, to determine the cause of the reported symptoms or to alleviate the reported symptoms, and the invisalign system product was being used at that time. No evidence was provided that supports or opposes, that the pts reported symptoms were caused or was contributed to by the use of the invisalign product.